Event description:
According to the reporter, pre-operatively, the threads came loose. The needles and thread of 14 sutures kept separating. There was no patient involvement.

Manufacturer narrative:
D10 concomitant products: cl-915 - cl-915 polysorb* 1 vio 90cm gs24 x36, lot# a4f2177y cl-915 - cl-915 polysorb* 1 vio 90cm gs24 x36, lot# a4f2177y cl-915 - cl-915 polysorb* 1 vio 90cm gs24 x36, lot# a4f2177y cl-915 - cl-915 polysorb* 1 vio 90cm gs24 x36, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. Three sutures opened by the account with the appropriate p ackaging and fourteen sealed representative suture samples of the complaint lot, were received for evaluation. Visual inspection of the returned opened samples noted three sutures and three needles. The needles were returned disengaged from the suture. Upon microscopic inspection of the needles, normal crimp and swage marks were noted. Suture material was observed to be present in the swages, indicating the suture broke off at the swage. Visual inspection of the representative samples noted that the sealed samples were inspected and observed no signs of damage or abnormalities to the packaging. A design assessment was performed for this event. It was reported that the needles detached. Based on the evidence available, the reported issue of the needles and thread of 14 sutures kept separating was confirmed. It was determined that the most likely cause of the reported condition, could not be determined. However, based on the information provided in the event and/or other source, the suspected or most likely cause of the event was the suture breaking at/near the swage, which could be perceived as needle detached by the customer. For the reported condition of the representative samples, the most likely cause could not be identified because no related problem was detected with the devices. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.